Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was oversensing while the patient was straining on the commode. Noise was also noted which resulted in the inhibition of pacing in this pacer dependent patient.